Event description:
Caller reported that pump quick bolus/wake button was difficult to press or required multiple presses to activate pump screen. There was no reported impact to the customer¿s blood glucose level. Customer pressed the wake button multiple times and the wake button performed as intended. Customer will continue to use the pump for insulin therapy.